Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an accident, patient lost therapy and ipg was unable to communicate with external devices. Both leads were also fractured at the anchor site. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored post-op.